Manufacturer narrative:
The reported event of failure to align and separation issue were confirmed. As received, a catheter was returned in one piece without a device returned. Final analysis found the tether control knob was in the aligned position while the distal bullets were in the mis-aligned position. X-ray examination found one of the tethers was noted to be out of position inside the release tether screw, as received. Dimensional analysis that was performed found all measurements were within specification with the exception of the aligned and mis-aligned offset which was noted to be out of specification due to the slipped release tether. The reported events were isolated to the slipped/out of position tether inside the release tether screw.

Event description:
It was reported that the patient presented for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp prematurely separated from the delivery catheter. It was identified that the tethers of the delivery catheter were misaligned and could not be realigned. The device was ultimately implanted successfully. There were no patient consequences.